Event description:
Medication hooked up to maxplus needless connector tightly, verified. Confirmed correct programming for medication, 2 rn verify. 8 hrs later med alerted near empty, med leaking at site of connection with blue maxplus cap on IV pump. Appears to be crackedno harm to patient.